Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and based on the visual evaluation performed it was observed some of the units had foreign matter (ink-fibers). A review of the manufacturing records was completed for the incident lot and no issues were identified. Although fibers were found to be present on the catheter tubing of some of the units received, the source of the fibers is unknown since the units were received open/uncover. Note: 5s cleaning is performed after each shift to minimize the potential for introducing foreign matter to the product. Potential nonconformance includes any violations of the gmps including qs3-0035, which defines the bd gowning policy.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7198563; medical device expiration date: 2020-06-30; device manufacture date: 2017-07-17; medical device lot #: 7118561; medical device expiration date: 2020-03-31; device manufacture date: unknown; medical device lot #: 7254556; medical device expiration date: 2020-08-31; device manufacture date: unknown. Samples have been received from the customer. Foreign matter has been confirmed from lot # 7198563 and lot # 7118561. A supplemental MDR will be filed when the investigation has been completed.

Event description:
It was reported that burrs were found on the catheter of the bd insyte¿ autoguard¿ bc winged catheter. There was no report of injury or medical intervention.